Event description:
A nurse contacted baxter's technical service center to report that the home patient (hp) became disconnected from the home choice (hc) machine during dwell 2, and the patient line was on the floor. The nurse requested assistance with ending therapy. The technical service representative (tsr) advised the nurse to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported. During a follow-up with the hp's nurse regarding the connection issue, it was revealed that the disconnection occurred between the patient line and the transfer set. The nurse was not in the room when the disconnection occurred, so the nurse did not know how the patient line came apart from the transfer set. The cause is unknown. The nurse stated that she had not noticed any defects on the supplies. Upon finding the disconnection, they contacted (B)(4), who came and replaced all the setup, including the transfer set. The nurse stated that the samples were discarded, and the lot numbers are unknown. Per nurse, the issue was resolved by starting over using new supplies. The hp had resumed therapy. Per nurse, the hp did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown at this time; therefore an evaluation and a batch review will not be conducted. A 510k number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified because no sample was returned to baxter, and the lot number was not provided.